Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the 25-18mm amplatzer talisman pfo occluder was sized using transesophageal echocardiogram measurements. The occluder was not mishandled or damaged at any point during device preparation. The deformed 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was initially confirmed/visualized while inside the patient using transesophageal echocardiography and fluoroscopy. There was no interaction with cardiac structures during deployment of the occluder and no kink or angulation noted in the 8f amplatzer talisman delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The 25-18mm amplatzer talisman (pfo) occluder remains implanted and no treatment is required/planned. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. An image and video were received from the field and it appears to show the device deformity during procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. Additionally, the user released the device with the deformity during procedure which deviates from the instructions for use however, did not contribute to the reported event. Please note that per the instructions for use, "do not release the device from the delivery cable if the device does not conform to its original configuration, or if the device position is unstable or if the device interferes with any adjacent cardiac structure (such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs), aorta (ao)). If the device interferes with an adjacent cardiac structure, recapture the device and redeploy. If still unsatisfactory, recapture the device and either replace with a new device or consider alternative treatments."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was successfully implanted in a patient using an 8f amplatzer talisman delivery sheath. It was noted that after fully release/implant of the occluder that one of the atrial discs of the occluder exhibited a deformation. The 25-18mm amplatzer talisman (pfo) occluder remains implanted and there were no adverse patient effects reported.